Event description:
It was reported that the device alarms lec 1872 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device went into error 1872 when turned on. The motor and circuit board will be replaced. The root cause of the event cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.